Manufacturer narrative:
Additional information received indicating that the reported event occurred during testing. The reported event did not occur while in use with the patient. Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Physical evaluation identified that pump was in good condition. Functional testing included simulated use. When powering up the pump the double beep alarm started during self-test. When a cassette was attached the alarm stopped. In pmu mode the sensors were tested and it was determined that the cd sensor was stuck high, causing the fault. The customer's reported problem regarding double beep - with cassette attached was able to be duplicated and was confirmed. Problem source was identified as faulty cd sensor.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double beep that there was no cassette. It was also reported that the device has screen damage. There was no reported serious injury to the patient.